Event description:
On (B)(6) 2013 the lay user/patient in the us contacted lifescan to report the onetouch ping meter was displaying an error 1 message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the patient's product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.